Manufacturer narrative:
Qc recovered within customer's specifications prior to and after the event. System check performed in 2006 passed. The sample was collected in bd, plastic, serum separator tube and centrifuged at 3,000 rpm for 10 minutes. The specimen was sampled from 2ml insert cups. No other assays or results were in question at the time of this event. Customer canceled service believing this event is related to sample handling. Although the customer believes that sample handling issues likely contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the synchron lx I 725 instrument. A pt sample was tested for accu tni and a result of 0.71ng/ml was obtained. The accu tni result was reported out of the lab and questioned by a physician because, it did not match the pt's clinical picture. The customer re-tested the original sample for accu tni an hour later. The repeated accu tni result was 0.00ng/ml. The customer did not receive any report of pt injury, requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.